Event description:
It was reported that one day post implant, high undefined left ventricular (lv) lead impedances were noted for all vectors utilizing lv1 despite having shown all in range measurements during the procedure. All other vectors were noted to still be within range. A chest x-ray was done and it appeared the lv lead pin was past the set screw in the header and there was no lead noise observed with the manipulation of the pocket. The lead was programmed to a different vector and the patient was discharged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.